Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te alarms) was confirmed. As rec'd, the belt failed incoming testing. Upon evaluation, there was an open wire in the cable connecting ECG electrodes a and b. The cause of the test failure is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report constant check te alarms. The pt was issued a replacement electrode belt.